Event description:
It was reported that a patient was implanted with an atrial lead on (B)(6) 2025 and post-procedure, the atrial lead was found to be dislodged into the right ventricle. The dislodgement of the atrial lead was confirmed via chest x-ray. The patient experienced a brief episode of ventricular tachycardia. The physician had successfully repositioned the atrial lead on (B)(6) 2025. The patient was stable throughout.